Event description:
During the procedure, the orbit complex fill 8x15 coil ((B)(4)) was used for the frame coil, but the coil was stretched at the aneurysm region. The product was removed with (mc) microcatheter, and another mc was used to go into the aneurysm. Then, another similar size trufill orbit 8x15 was used to successfully complete the procedure. The product was new. There was no adverse event reported, and the product will be returned for analysis.

Manufacturer narrative:
The orbit complex fill 8x15 coil (637cf0815/ 15157606) was used for the frame coil, but the coil was stretched at the aneurysm region. The product was removed as a unit with the excelsior sl10-45 degree/stryker microcatheter (mc) and another mc was used to access the aneurysm. Another similar size trufill orbit 8x15 was then used to successfully complete the procedure. An adequate continuous flush was maintained through the mc at all times, and the mc was not re-shaped. There was no resistance when the coil was inserted in the mc or at any other time. There were no kinks in the mc that might have contributed to the event. No balloon or stent remodeling product was used during the procedure. During repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. No resistance was met, or additional force utilized to advance or remove the coil/delivery system. The product was new. There was no adverse event reported. A non-sterile orbit complex fill 8x15 was received coiled inside of plastic bag. The hypotube was inspected and several kinks were found throughout it. The introducer was zipped and in good condition. The support coil, gripper and embolic coil were found inside of the introducer, the support coil and introducer were found in good condition, while the embolic coil was found stretched and still attached to the gripper. Some waves were noted on the device; however these appear to have occurred during the handling of the unit for return for evaluation. The gripper and embolic coil were inspected under microscope, the gripper was found without damage, while the embolic coil was confirmed to be stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. The cause of the kinks on hypotube, and the stretched condition of the embolic coil could not be conclusively determined based on the analysis. It was reported that the mc was repositioned while the orbit coil was deployed in the aneurysm. The IFU cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. It is possible that this procedural factor contributed to the stretching of the coil. Based on the analysis and the device history record review there is no indication of any manufacturing issues related to the event. Additionally inspections are in place to prevent these types of damages from leaving the facility. The cause of the stretched coil cannot be conclusively determined; however procedural factors addressed in the instructions for use may have contributed. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
An adequate continuous flush was maintained through the mc at all times, and the mc was not re-shaped. There was no resistance when the coil was inserted in the microcatheter or any other time or kink in the mc that might have contributed to the event. No balloon or stent remodeling product was used during the procedure. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned, and no resistance was met, or additional force utilized to advance or remove the coil/delivery system. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile orbit complex fill 8x15 was received coiled inside of plastic bag. The hypotube was inspected and several kinks were found throughout it. The introducer was zipped and in good condition. The support coil, gripper and embolic coil were found inside of the introducer, the support coil and introducer were found in good condition, while the embolic coil was found stretched and still attached to the gripper. Some waves were noted on the device; however, these appear to occur during the handling of the unit when it was returned for evaluation. The gripper and embolic coil were inspected under microscope, the gripper was found without damage, while the embolic coil was confirmed to be stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil-unraveled/stretched" was confirmed. The cause of the kinks on hypotube, and the stretched condition of the embolic coil could not be conclusive determinated; however, neither the analysis nor the DHR suggest that these damages could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of damages from leaving the facility. The cause is inconclusive and undetermined; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.